Event description:
It was reported that a spectrum pump displayed a nuisance upstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported nuisance upstream occlusion alarms, which were reproduced while running a loaded set. Evaluation found the upstream occlusion alarms to be caused by low ultrasonic readings with a fluid filled set. Low ultrasonic readings make the device more sensitive and have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.